Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, which resolved the issue as the cgm error code did not appear again, and the caller was able to successfully start their sensor session.